Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the end of stapling procedure in a laparoscopic gastrectomy, there was an incomplete stapler firing and there was also a problem unloading the device. There was no patient injury.